Event description:
Pt having laser prostate with mini turp for prostatic hypertrophy with obstruction. At the end of the procedure while evacuating chips it was noted plastic material at the bladder floor determined to be the insulating sheath from the tip of the resectoscope. Attempted recovery with use of lithotrite, 18 fr. Uromax ureteral dilator and 3 prong grasper of percutaneous nephroscopy instrument all failed. Determined after consultation with another surgeon, to terminate procedure due to length of operative and anesthesia time and pt's general medical condition. Plan surgery in 4 weeks with suprapubic approach for removal foreign body.